Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and the hand switch. The system operates as intended.